Manufacturer narrative:
The unit functioned properly during rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed motor test. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received multiple motor error alarms from her insulin pump. The customer's blood glucose level was 130 mg/dl. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The product has been returned. Nothing further was reported.